Manufacturer narrative:
H.6 investigation summary: the complaint of "increase in resistance" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided, instructed customer to complete the decontamination procedures. The instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of an unspecified number of panels. No patient impact reported. The following information was provided by the initial reporter: "the customer informs that in the last two weeks he has noticed an increase in resistance, randomly on different antibiotics. Customer will duplicate test by preparing hand panels and aliquoter panels to address any contamination issues. Were patient samples involved? Yes".

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of an unspecified number of panels. No patient impact reported. The following information was provided by the initial reporter: "the customer informs that in the last two weeks he has noticed an increase in resistance, randomly on different antibiotics. Customer will duplicate test by preparing hand panels and aliquoter panels to address any contamination issues. Were patient samples involved? Yes".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.